Manufacturer narrative:
Updated data: b5 d4 h4 h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, the patient died due to surgical complications. Per the physician, the valve and delivery catheter system (dcs) did not cause or contribute to the patient death.

Event description:
It was reported that during a transcatheter aortic valve procedure, there was dislodgement of the valve. The valve was implanted in the native annulus using a non-medtronic guidewire, and the dislodgement occurred due to interaction with the delivery catheter system (dcs) nosecone. As a result, the procedure was converted to open heart surgery. The transcatheter aortic valve was subsequently explanted. It was noted that the training guidance for slow deployment of the valve was followed.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx plus valve; product ID evfxplus-34 (serial: (B)(6) ); product type: 0195-heart valves; implant date (B)(6) 2024; explant date (B)(6) 2024. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.